Manufacturer narrative:
Upon further review, this is not a reportable malfunction. The connector that was broken is the water filter housing connector. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. Please see the updates in sections: g3, g6, h2, and h10.

Event description:
Customer requested for a field service engineer (fse) on site visit for an error message e73 received for water supply abnormality during preparation of disinfectant. There is no patient involvement. When on site, fse observed that the device was out of service for eight months. Fse performed a preventive maintenance. The connector e of the device was found to be broken and needed replacement. This medwatch is submitted to capture the reportable malfunction of the broken connector observed during fse site evaluation of the device.

Manufacturer narrative:
Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting. When on site, field service engineer (fse) observed that the device was out of service for eight months. Fse performed a preventive maintenance. The connector e of the device was found to be broken and needed replacement. The water filter housing drain connector was also replaced. Device was serviced and verified according to original equipment manufacturer instructions. Equipment passed the electrical safety test. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.